Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that patient underwent removal of mesh on (B)(6) 2011 due to pain and erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent repair of right inguinal hernia, plug and patch, extra-large light with only light on (B)(6) 2013 due to right inguinal hernia.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that following insertion the patient experienced malodorous urine.it was reported that patient concurrently underwent dictation laparoscopy with bilateral salpingectomies.

Event description:
It was reported that following insertion the patient experienced malodorous urine.it was reported that patient concurrently underwent dictation laparoscopy with bilateral salpingectomies.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.